Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic procedure with meniscectomy, the surgeon had some difficulties in ablating the meniscus. It was further reported that a total of 6 different items were used to complete the surgery.